Event description:
The pt expired 48 hours postoperatively following cardiac arrest. Autopsy showed the connector was occluded with thrombus flush against the aorta. It was reported two grafts (vein graft with a connector to the pda and lima to lad) were implanted during an off-pump procedure. The pt's aorta was very diseased and the connector was deployed between two calcfified areas. The surgeon believed the thickness of the aortic core was approx. 3-4mm. The surgeon initially thought the external fingers of the connector were slightly "standing up" but after two minutes the fingers were flush with the aorta. A cd of the autopsy photos were forwarded to sjm.